Event description:
On (B)(6) 2013, the pt underwent treatment of a thoraco-abdominal aneurysm with two conformable gore tag thoracic endoprostheses. Postoperative images taken on (B)(6) 2013, showed an aneurysm diameter of 5.5cm. On (B)(6) 2013, f/u imaging identified proximal aneurysm enlargement to a diameter of 6.2cm. It was reported the aneurysm enlargement was caused by progressive proximal degeneration of the aorta. Imaging reportedly showed no evidence of endoleak or lack of circumferential device apposition. On (B)(6) 2013, an intervention was performed to treat enlarging aneurysm. A conformable gore tag thoracic endoprosthesis was implanted for distal extension, and a second ctag device was then implanted up to the level of the left subclavian artery to provide proximal extension. Final angiography showed exclusion of the aneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.